Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no vibration. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient's father to test the alert functionality and reported vibration was not functional.